Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis found the device in ddd mode with defib functions off. A possible lead issue alert was observed, but no additional information was available as the device was returned programmed out of bvvi mode. Testing found the high voltage output circuitry damaged due to delivery of high voltage into an anomalous lead.

Event description:
It was reported that during the implant procedure, the induction was aborted due to a possible hv lead issue. The induction methods were locked out, but hv lead impedance was in range. After restoring the device, the device delivered a shock and went into back-up vvi (bvvi) mode. The lead impedance now showed less than 10 ohms. The device was explanted and replaced.